Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion of the lead was returned, analyzed and analysis revealed no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant: product ID addr01 implantable pulse generator (ipg) implanted: (B)(6) 2012, product ID 5092-58 implantable pacing lead implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that there was undersensing on the right atrial (ra) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.